Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that she can smell the insulin, and it was leaking past the o-rings. The caller stated that she connected to the infusion set and started leaking. The blood glucose reading was 325mg/dl. No further information was provided.